Manufacturer narrative:
During a follow up call on 8/31/2016, it was confirmed that the customer is no longer having issues with low bg level after the settings were changed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 28 and 29 (mg/dl). The customer consumed a strawberry shake, (B)(6), and glucose tables to address low bg levels. The customer requested assistance on changing the basal rate settings on the pump. Tandem technical support assisted the customer with the requested changes to the settings.